Event description:
Patient reported having experience ¿a lump or thickening in or near the breast or in the underarm area,¿ side unspecified. Patient further clarified that ¿lump was a benign cyst.¿ no treatment or surgical reoperation has occurred, device has been explanted. This file is for the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported event cyst was received on ago (B)(6)2021 with lot number 1501331. Visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23-oct-2014. The event of cyst is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lump or thickening in or near the breast or in the underarm area".

Event description:
Patient reported having experience ¿a lump or thickening in or near the breast or in the underarm area,¿ side unspecified. Patient further clarified that ¿lump was a benign cyst.¿ no treatment or surgical reoperation has occurred, device has been explanted. This file is for the left side.